Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2012544) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of pain in extremity ('severe pain in the lower limbs') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2017, the patient experienced pain in extremity (seriousness criterion medically significant) and depression ("depression"). In 2018, the patient experienced impaired work ability ("I have been off work"). On an unknown date, the patient experienced vertigo ("vertigo spells"), arthralgia ("joint pain") and fatigue ("over fatigue") and was found to have weight increased ("gradually weight gain"). Essure treatment was not changed. At the time of the report, the pain in extremity and vertigo outcome was unknown and the depression, weight increased, arthralgia, fatigue and impaired work ability had not resolved. The reporter provided no causality assessment for arthralgia, depression, fatigue, impaired work ability, pain in extremity, vertigo and weight increased with essure. The reporter commented: at the onset, vertigo spells, and gradually weight gain, joint pain and in 2017, depression with severe pain in the lower limbs. Over-fatigue led to depression and since 2018 she has been off work. Patient's current condition: depression, joint pain, weight gain and constant fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 04-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of pain in extremity ('severe pain in the lower limbs') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2017, the patient experienced pain in extremity (seriousness criterion medically significant) and depression ("depression"). In 2018, the patient experienced impaired work ability ("I have been off work"). On an unknown date, the patient experienced vertigo ("vertigo spells"), arthralgia ("joint pain") and fatigue ("over fatigue") and was found to have weight increased ("gradually weight gain"). Essure treatment was not changed. At the time of the report, the pain in extremity and vertigo outcome was unknown and the depression, weight increased, arthralgia, fatigue and impaired work ability had not resolved. The reporter provided no causality assessment for arthralgia, depression, fatigue, impaired work ability, pain in extremity, vertigo and weight increased with essure. The reporter commented: at the onset, vertigo spells, and gradually weight gain, joint pain and in 2017, depression with severe pain in the lower limbs. Over-fatigue led to depression and since 2018 she has been off work. Patient's current condition: depression, joint pain, weight gain and constant fatigue. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.